Event description:
It was reported that grandson hit the front teeth wit his head over a year ago. Removed implant grafted, new implants placed, antibiotics. Tooth site: 10.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb16, impl tapered scr-v sbm 3. 7mm 3.5mm 16mm, for evaluation. Visual evaluation was performed, a fracture screw has been identified inside implant. DHR review was completed for the subject lot number 62215786. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62215786, for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did not occur with implant. The fracture screw has been identified inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.